Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented in clinic for follow-up experiencing dizziness. Upon interrogation of the device, oversensing noise resulting in pauses in pacing was noted on the right ventricular lead. The lead was revised on (B)(6) 2018. The entire lead could not be extracted. No additional information was reported.

Event description:
New information noted that the physician saw a kink in the lead from an over-tightened suture, causing the lead noise. The patient was stable during and after the procedure.

Manufacturer narrative:
Device evaluation submitted on (B)(6) 2018. Analysis narrative was not included. This report is to include the analysis conclusion. The connector segment of the lead measuring 20.5 cm was returned. Lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at 8.5 cm to 8.8 cm from the connector pin. This is consistent with the observation from the field of over-sensing noise and intermittent capture. The cause of the reported events was isolated to this lead-to-can external insulation abrasion. Other damages on this piece were consistent with procedural damages.